Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had blood in system. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Inspection found that blood had entered the machine. Remove the device and inspect the parts that have come into contact with blood. Initially there are relevant parts : crm, safety disk, blood detection glass tube, filter water and pipes in relevant parts. At this time, the customer has not requested getinge to repair the iabp. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Repairs not yet requested.